Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "introduce and navigate system through sheath / access vasculature - resistance between system components - inability to advance through sheath" and "introduce and navigate system through sheath / access vasculature - sheath kinked, bent" were unable to be confirmed due to no relevant imagery/device provided. Furthermore, an existing technical summary has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in a technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: -tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Per imagery review, tortuosity was present in the patient-s access vessel. -calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per imagery review, calcification was present in the patient-s access vessel. -undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Per imagery review, undersized vessels were present in the patient-s access vessel. -steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. No information regarding insertion angle was provided. The technical summary also outlines the extensive manufacturing mitigations in-place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. Additionally, if excessive manipulation was used to overcome the resistance, it can lead to sheath kinks. A kink in the sheath would prevent the delivery system from being advanced through the sheath. As such, available information suggests that patient factors (calcification, tortuosity, vessel size) and/or procedural factors (excessive manipulation) may have contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
Investigation is ongoing. Discarded.

Event description:
The 1st esheath was tried to be inserted from the right distal external iliac artery (eia) via a puncture since it was difficult to insert from femoral artery (fa) due to calcification. Although 14fr and 16fr dilator was inserted and 8mm percutaneous old balloon angioplasty (poba) was performed several times, it was difficult to insert the esheath to the access vessel. A lunderquist guidewire was pulled through from right radial artery (ra) to right fa, and the esheath was inserted with strong resistance. After that, a safari wire was deployed. The delivery system was inserted to the esheath, but it could not be brought through eia due to strong resistance. In the meantime, blood pressure (bp) dropped. The esheath and delivery system were withdrawn since vascular injury was suspected. The 2nd esheath was inserted. Angiography was performed, but no extravasation was observed. In the meantime, the patient went into cardiac arrest. Percutaneous cardiopulmonary support (pcps) was introduced from the right fa and femoral vein (fv), but proper blood flow could not be gained (1.5l) due to stenosis of left fa and bp was around 50/40 mmhg. Transesophageal echocardiography (tee) revealed right atrial enlargement and increased mitral regurgitation (mr). Accumulation of pericardial effusion was not observed. After that, the 2nd esheath was expanded by 8mm balloon. The 2nd delivery system was inserted to the 2nd esheath. As resistance was encountered at eia, the 2nd delivery system kinked inside the 2nd esheath and could not advance any further. It was decided to place an impella since bp was still around 50/40 mmhg. The 2nd delivery system was withdrawn to secure access root of impella. When cutting down the right fa, it was found that the puncture site of eia was interrupted. Surgical repair was performed and the 2nd esheath was withdrawn, but circulatory failure was not recovered. After the repair, viabahn stent graft was placed from right cia to eia and expanded by 8mm balloon. The 3rd esheath was inserted. The 3rd delivery system could be passed through the 3rd esheath with little resistance. The valve was deployed with 1 ml less than nominal volume, and a post dilation was performed with nominal volume. During valve deployment, blood flow of pcps could be gained 1.5l at most, and bp was around 40 to 90 mmhg. The patient left the operating room with pcps. Amount of bleeding of this procedure was more than 2000ml. Per medical opinion, the exact cause of rapid circulatory failure was unknown, however, it was considered that the safari wire was pushed when the delivery system was tried to be advanced, and it led to increased mr and bp drop, then, the bypass blood flow in right internal thoracic artery (rita) or gastroepiploic artery (gea) also dropped and these condition caused circulatory failure. The exact cause of prolonged circulatory failure was also unknown, but it was considered that increased mr and low blood flow of pcps caused prolongation. The cause of insertion difficulty of the delivery system was considered stenosis of cia. Because of that, the delivery system could not be advanced and was pushed, then, tension was applied to eia and it led to interruption. Per follow-up information, pcps was removed. The patient has been able to communicate with the doctor. Continuous hemodiafiltration (chdf) was performed due to renal dysfunction. Tracheal intubation was performed due to respiratory failure. Tracheostomy is planned to be performed.